Manufacturer narrative:
(B)(4). Concomitant products: nexgen tibial tray item # unknown lot # unknown; nexgen bearing item # unknown lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05329, 0001822565-2018-05331. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty; subsequently, the patient is being considered for a revision for an unknown reason.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-ray evaluation performed by third party hcp states anatomic alignment of left knee arthroplasty components. There is no malalignment or evidence of component loosening and fracture. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.